Manufacturer narrative:
The manufacturer requested the defective potentiometer of the hcu30 for further investigation but the delivery is incomplete, the steel ball for bearing the axis is missing. The electrical conductors of the potentiometer shows a high wear. A review of the circuit shows that the contacts of the potentiometer are capacitively loaded with "1¿f". However potentiometer of this type are only designed for a resistive load, so the increased wear occurred due to high wiring. This can lead to rapid wear. Probable root cause: the potentiometer was destroyed by improper handling. The pcb at the bottom of the potentiometer was torn from its anchorage by an axial force on the rotary knob, which resulted in a total failure of the potentiometer.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and found a defective knob potentiometer. The technician replaced the potentiometer and tested the unit to factory specifications. All tests were performed successfully. The manufacturer requested the defective part for further investigation. After the investigation results becomes available a supplemental medwatch will be submitted.

Event description:
It was reported that the rotary knob would not function prior to use. No patient involved. (B)(4).